Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has received the autopulse nxt li-ion battery in the complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The customer reported the autopulse nxt li-ion battery (sn (B)(6) is bad. The status leds on the battery and the charger displayed green leds after charging. However, when the battery is inserted into the autopulse nxt platform, the triangle alert indicator lights up upon powering on. When the battery was rotated out, the indicator was not illuminated. This was noticed during shift check. No patient involvement.

Manufacturer narrative:
The complaint that upon powering on, the triangle alert indicator lights on the autopulse nxt platform illuminated when using the fully charged autopulse nxt li-ion battery (sn (B)(6) was not confirmed during functional testing or archive data review. No device malfunction was observed during testing, and the battery functioned as intended. Upon visual inspection, no physical damage was observed. The status leds of the battery showed four green leds. The battery passed charging in a known good nxt charger, and the status leds on the battery showed four steady green lights after the successful charging attempt. The battery was tested in a known-good ap nxt platform and successfully powered the platform for 34 minutes. The reported complaint was not reproduced.